Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte: the following information was provided by the initial reporter: the patient returned to the room after arterial embolization surgery on the afternoon of july 17th to have a new q race connector installed through the catheter implanted in the artery to pump oxaliplatin and 5fu medication. On check-in at 2:00 a.m., the patient was found to be bleeding profusely at the catheter and the connector had ruptured. Immediately, the connector was replaced, and the new connector could not be installed, and it was found that the taper of the ruptured connector was broken in the connecting seat of the catheter. The patient's family was very vocal, and the director personally calmed them down and sought a solution. The treatment was to trim the catheter and install a new connector. When was the problem discovered? During the installation process was any of the affected product used on the patient? Yes and no. Was there an impact on patients, hcps, users or others? Yes. If yes, who was affected? Hcp. Describe the impact on patients, hcps, users or others, including recovery if applicable. There was a problem with the quality of the product and why it suddenly ruptured and broke inside at the cone opening. Because it was an arterial pump drug, it caused the patient to bleed a lot and had a lot of opinions.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 videos submitted for evaluation. The reported issue of component damage: leak was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect was observed. The extension set are supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.